Event description:
It was reported that the outer packaging of the mentioned device was fully ok but the inner packaging (plastic) was cracked. There was a delay of 5-10 min. 6495-2-030 was used for replacement.

Manufacturer narrative:
An event regarding packaging damage involving a gmrs dist fem comp std l 65mm was reported. The event was confirmed. Visual inspection confirmed the reported event. It appears that the box was dropped on its end to cause the damage. Not performed because no patient demographics or medical records were provided. It is not believed that patient factors contributed to the reported event. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The investigation concluded that packaging damage was caused by mishandling the device. There is damage visible on the opening end of the carton in the form of compression lines and dents. The outer blister is cracked and the flange is completely broken. The inner blister was undamaged and unopened. It appears that the box was dropped on its end, causing the damage.

Event description:
It was reported that the outer packaging of the mentioned device was fully ok but the inner packaging (plastic) was cracked. There was a delay of 5-10 min. 6495-2-030 was used for replacement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.